Event description:
Pt's husband reported that the pt began experiencing visual disturbances following therapy initiation with ertapenem. The pt was admitted to the hosp the day that the disturbances began, but has not seen symptom improvement over the last 2 days. FDA safety report ID# (B)(4).